Event description:
Device malfunction: none. Symptoms/ae: seizure, asystole. Time of symptoms/ae: during the procedure. It was reported that during a stenting procedure of the right internal carotid artery, the pt experienced a brief seizure episode and asystole during post balloon inflation. CPR was initiated and IV atropine was given to the pt. The condition resolved the same day. The pt was awake and alert, and discharged to home without the need for add'l hospitalization. No add'l info is available.

Manufacturer narrative:
No lot history record review was performed due to no device malfunction being reported.